Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 03/21/2024. At around 11:00am, the patient was in the breakroom at work and the cgm was displaying 89 mg/dl. He did not check a bg reading during this time but had symptoms of sweating and a diabetic seizure. A colleague found him and called emergency medical services. When emergency medical technician¿s arrived, they checked the patient¿s bg and it was 57 mg/dl. The patient was treated with 10 sugar pills and after 45 minutes, his bg increased to 105 mg/dl while the cgm was 91 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.